Manufacturer narrative:
Of the four devices, two lot numbers were provided and lot history reviews were performed. All the four devices were not returned to the manufacturer for evaluation; however, medical records were provided and reviewed for all malfunctions. For two malfunctions, images were provided and reviewed. The investigation is confirmed for perforation of the inferior vena cava for all four malfunctions. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
A review of the reported information indicated that model rf310f vena cava filter allegedly experienced perforation. This information was received from various sources. This malfunction involved all four patients with no consequences. The four patients ranged from 40-66 years of age and one patient weight was (B)(6). Of the four reported patients, three were female. All other details of the patients were not provided.